Event description:
It was reported that cartridge had difficulty moving along guide tracks when caller tried to load it onto pump, although there was no visible housing damage or debris and cartridge seal appeared intact. There was no reported impact to the customer. A cartridge change was performed resolving the issue.